Event description:
The manufacturer received information alleging a ventilator would not turn on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the 2amp ac circuit breaker and 5amp dc circuit breaker were found to be broken preventing proper ventilator operation. The ventilator's ac and dc circuit breakers were replaced to address this issue.